Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned to the manufacturer. Functional testing found that the component failed an accuracy test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera had an orange light. The ndi toolbox was checked, and a camera bump was discovered. There was no patient present when this issue was identified.